Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that there was bipolar stimulation loss and there was a revision. During a followup session it was noted that there was a warning for low right ventricular (rv) lead impedance. The patient reported intermittent dizziness, and during interrogation the patient became presyncopal and no pacing was observed. After reprogramming to unipolar there was normal rv stimulation, and interrogation of the device showed normal impedance values. Exit block was noted with ventricular pacing. It was decided to explant and replace both the rv lead and the device. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that during the revision for loss of capture three weeks after implant the lead was reconnected and the problem was resolved.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5092 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.